Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that there was damage to the catheter packaging. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged packaging is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue paper packaging was returned for evaluation. An initial visual observation of the photograph showed the labeling side of the package with a small hole in the packaging, just above the label. No additional details of the damage could be discerned from the photograph. It could not be determined if the package had been opened. No additional damage or use residue was noted on the packaging. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.